Event description:
It was reported that the patient reported sharp pains and "burning" sensations after implant of the pacing system. Echocardiogram, x-rays and electrocardiogram determined the right ventricular lead perforated the heart. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies found. It was noted that the helix was pulled/stretched/overstressed. Blood was found on the distal end of the electrode. Visual analysis found apparent explant damage. The analyst commented that the lead was returned with the helix stretched/distorted. The stretched/distorted helix is likely due to explant damage. Due to the stretched/distorted helix, the helix extension/retraction/length testing could not be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.